Manufacturer narrative:
Device passed the displacement test, rewind, self test all operating currents are within specification. Off no power alarm functions properly. Device alarmed compromised force sensor system prime during compromised force sensor system test at 4.0 lbs. Due to faulty force sensor resistor . Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test at due compromised force sensor system device had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 324 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.